Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason unknown.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of fracture of the neck segment at the distal taper. This failure likely occurred by fatigue crack propagation. However, this cannot be confirmed as the components were not returned for evaluation.

Event description:
Revision of hip components due to prosthesis fracture.